Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion (acdf) surgery. Post-op the patient started experiencing neck pain. At a later date, it was found that the retaining wire failed, causing 1 screw to back out. It looked like a couple of wire fragments were loose near the implant. Additional surgery was performed as a result of this event (removal of the screw anteriorly and posteriorly backed up with fusion).

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a revision surgery occurred at implanted levels of c3-4. Patient symptoms were dysphagia. It was unknown if fusion occurred.

Manufacturer narrative:
(B)(4).